Event description:
Procedure: lung resection. According to the reporter: during the application, the instrument was hard to fire. A sulu component broke and fell into the patient cavity. Staples did not form properly and the staple line was over sewed. It was reported that there was no blood loss. The component was located on x-ray. The broken section was removed during a subsequent operation.